Event description:
Monitor would not defibrillate a pt in cardiopulmonary arrest. Monitor would not display "charge at 30 joules to test." Another device available on scene and pt successfully defibrillated with that device using the same hands-frr pads originally applied to pt.